Manufacturer narrative:
Analysis of the AED's log files identified that once the new battery was installed and a manual self test run the AED functioned as designed and could stay in service. Analysis of the AED's log files did not identify a cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
An international distributor reported their customer's AED battery was depleted. The customer did not report this occurring during patient use.